Event description:
Pt called lfs in 7/2004 and alleged that their meter was reading inaccurately erratic. The pt obtained 3 results that were done within 20 minutes. The results were 250, 230, and 450 mg/dl. No symptoms were reported. The test strips were in good conidition, codes matached, and the technique for applying the blood to the test strip was done correctly. However, there is no evidence that the meter contributed to a serious injury. The meter and test strips are being replaced for the pt.